Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device not returned to manufacturer.

Event description:
Mobi-c p&f us : disassembly. It was a mobi-c implantation. Implant came apart during insertion. A new implant was used to complete the surgery. According to the reporter: disc space was distracted. Very little resistance while inserting prosthesis. Prosthesis could be inserted with small rotation. No images available. Additional information were requested and investigation is in progress.

Manufacturer narrative:
The review of the device history records and traceability show no evidence on a device issue. The actual device was not returned to manufacturer for examination. Based on the information provided by the reporter, the review of the device history records and traceability, and the recurrence of this type of issue for this product range, the root cause of this disassembly may be related to a mishandling during "positioning". As mentioned the device was inserted with some rotation and some resistance was felt. As indicated in surgical technique : during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly. Investigation found no evidence on a device issue. Root cause mishandling during device insertion.

Event description:
Mobi-c p&f us: disassembly.